Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified anti-inflammatory drug infusion and an unspecified oral anti-inflammatory drug for peritonitis. Pd therapy was continued during the treatment and was withdrawn at the time of this report. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.